Event description:
It was reported that patient was referred for a full revision due to high impedance. The lead and generator have been noted to be replaced. No additional or relevant information has been received to date.

Event description:
The generator and lead were received for analysis. Product analysis on the generator was completed and approved. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. Lead product analysis is underway but has not been completed to date.

Event description:
Lead analysis was completed and approved. The reported lead fracture was confirmed. During the visual analysis of the third portion, coil1 was found to be broken. However, due to pitting, the exact fracture mechanism cannot be ascertained. In addition, during the visual analysis of the sixth and seventh portions, the coil ends were found to be broken (break and break mate); due to pitting, the fracture mechanism cannot be ascertained. Other than the above noted observations, and two abraded openings on the third portion, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure.